Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the pump emitted a low battery alarm, the battery was replaced and again emitted a low battery alarm. The reporter indicated that the battery was replaced again but the next morning the pump had lost power. The reporter indicated that there was no known trauma of damage to the battery compartment or cap but the reporter indicated that there was moisture noted behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: the pump was observed to have a cracked case near the display screen and at the battery compartment; and moisture was visible behind the display screen lens. The pump black box recorded evidence of shortened battery life. The pump was unable to complete exercising due to an unrelated force sensor failure. The pump was opened and corrosion was observed on the circuit board and components. The complaint was observed in the pump history but testing was unable to be completed to draw any conclusions about the complaint. Unrelated to the complaint, the pump emitted a no cartridge detected warning during the load step; the force sensor assembly was observed to be corroded.